Event description:
It was reported that the physician "punctured" his finger on the trocar during implant of the advance device. Device was successfully implanted. No pt complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.